Event description:
Device malfunction: none. Symptoms/ae: no distal pulses. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, after hemostasis was achieved the patient had no distal pulses. An angiogram was taken and the clip was placed correctly; however, plaque was found attached to the clip. The pre-vessel closure angiogram found no visible plaque. The vessel was between 4 mm and 5 mm in size. The clip and plaque were surgically removed and the artery was closed with a suture. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device discarded. The lot number was not identified; therefore, a device history record review could not be performed.